Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that the complete loss of image was experienced toward the end of the procedure and the endoscope was safely withdrawn using the fluoroscopy system. The image had reportedly been lost to both of the two monitors to which the subject device was connected at the time of the event. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report of image difficulties, as the image was observed to be rolling and unstable. The reported phenomenon was attributed to a failed printed circuit board (pcb). The printed circuit board was forwarded to the original equipment MFR (OEM) for further eval. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the users had experienced a scrolling image and a complete loss of image. The intended procedure was completed with a different but similar olympus video processor. There was no report of pt harm.